Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment with intraperitoneal (ip) injection of ceftazidime (500 milligrams in each bag, daily) and ip injection of cefazolin (500 milligrams in each bag, daily) for peritonitis. One day after admission, the patient was discharged from the hospital. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.